Manufacturer narrative:
Corrected data: further information was provided and reported tip of the cartridge cracked was noticed prior to patient contact. It was confirmed there was no patient contact. The surgeon realized the tip of the cartridge was cracked as the piston was pushed forward. The surgeon inspected the cartridge under the microscope and decided not to move forward with this lens and used a back-up lens instead. Therefore, the event is no longer reportable for the cartridge tip cracked/damaged and no further information will be provided under report number 3012236936-2025-0002528. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: first/given name: unknown/not provided. Section e1: telephone number:(B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a crack at its tip. Consequently, a backup lens was utilized to continue the procedure for patient. No other information was provided.